Event description:
It was reported by the surgeon that a patient returned one week after bilateral nasal implantation with indication the implant has since then extruded over the nasal bone. The surgeon confirmed extrusion and trimmed implant to skin surface and prescribed antibiotics. No further issues have been noted.

Event description:
It was reported by the surgeon that a patient returned one week after bilateral nasal implantation with indication the implant has since then extruded over the nasal bone. The surgeon confirmed extrusion and trimmed implant to skin surface and prescribed antibiotics. Update: surgeon informed the left implant was noted to have extrusion and the patient underwent trimming of the left implant on (B)(6) 2025.

Manufacturer narrative:
Additional information provided by surgeon noted the left implant was observed to extrude among the bilateral nasal implants and the patient underwent trimming of the left implant on (B)(6) 2025.